Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens as a piggy-back lens over a different model lens on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to a refractive surprise. The lens was cut in pieces to remove from the patient's eye with no patient injury, no enlarged incision or sutures. The manufacturer's labeling does not address the piggybacking of lenses and is considered off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): medical review. Results - visual inspection of the returned product found the lens cut in half. There was evidence of clear surgical residue. Medical review - review of this file indicates that the patient experienced a refractive surprise after this lens was piggy-backed on top of another iol. Staar does not have a formula to calculate the power necessary for implantation of this iol as a secondary iol because this is not what the iol is indicated for, and is most likely the reason for this refractive surprise. Diopter and resolution to determine if the iol was not labeled correctly is not possible since the iol was cut in half. Conclusions - based on the complaint history, medical review and the evaluation of the returned product, the most likely cause of the event is the off-label use of the lens. (B)(4).